Manufacturer narrative:
D10, h3. H6: remove codes 67, 4114, 3221. Add codes: 11, 4118, 3233. H10: the device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred. Reportedly the customer reverted to manual injections for insulin therapy. The customer's blood glucose level was 192 mg/dl.